Event description:
At about 1 month post primary surgery the surgeon performed a washout and revised the liner for infection. The pathogen is unknown. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 may 2023. Lot 2116822: (B)(4) items manufactured and released on 08-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold without any similar reported event in the period of review.